Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation was inaccurate. The deviation was less than 3.5mm. The site aborted the use of the guidance system before placing any hardware. The site uses a spinous process clamp reference frame instead of a robotic reference frame and when they take an imaging system spin they first drape the patient and the frame. To remove the drape the site has to lift up a little bit and then pull to avoid hitting the frame but most likely the site hit the frame while they were removing the drape. The manufacturer representative was not watching when the drape was removed. The surgical arm passed the bist before the case. The issue extended the surgical time by less than 1 hour. There was no patient impact.